Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported that the ilet screen was black and cracked. A replacement ilet device was arranged for delivery. The user¿s blood glucose was not affected and no adverse health effects were reported.